Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 150 units of insulin, the customer attempted to load additional insulin into the cartridge and received the same message. The customer successfully loaded a new cartridge with 250 units of insulin and was able to complete the load process. The customer reported a blood glucose level of 345 mg/dl, which was addressed with an insulin injection.